Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced hyperglycemia with blood glucose of 400 mg/dl. Customer did not reported any symptoms as a result of high blood glucose. Customer was using the auto mode feature at the time of event. Customer stated that the infusion set had leakage. The insulin pump will not returned for analysis.